Event description:
It was reported that during pre-surgery testing, it was observed that the power drive device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the manufacturing location was unknown.device manufacture date: the device manufacture date is unavailable.device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.